Event description:
A complaint was received regarding a connector tego¿ experienced breakage during use. It was reported damage to the silicone that covers it. It was informed that during the catheter permeability check, blood clots were evident, so it was necessary to change the connectors. Also, it was reported, that at the time of the event, hemodialysis was taking place, 2 hemodialysis sessions, with the patient which initials were jv, connected to an extracorporeal line. It was reported, that while in use with patients, care personnel should verify the permeability of the connector with a syringe. As consequence the treatment had to be interrupted, the support staff checks the permeability of the lines, catheters and connectors when damage to the connector is evident, and in this moment the damage in the connector was observed. The sample is available for evaluation and two pictures showing the product were provided. There was a patient involvement, however, there was no harm or adverse event as result of this event.

Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model d1000. This product was used for the product code and 501k. Investigation summary: two (2) photos were provided by the customer that confirm the damage to the top silicone seal. As received, there was excessive seal tearing found on the tego. The tego was accessed with a male luer and the fluid path was found to be occluded due to the seal collapse. The reported complaint of the damage to the silicone can be confirmed. The probable cause of tearing on the top silicone seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application.